Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that blood began to squirt out of the one-way pressure relief valve in the aortic root vent line. The perfusionist clamped proximal to the valve to stop the leak. They ran the rest of the case ensuring to clamp proximal to the vent valve each time the aortic root vent was stopped. The device was used to complete the procedure. There was no patient impact associated with this event. Additional information received stated that the leak was out of the pop-off on valve. The amount of patient blood loss as a result of this leak was estimated to be 10cc, there was no blood transfusion required as a result of this leak.

Manufacturer narrative:
Product analysis: visual inspection showed no outward signs of any damage. The device had a test mark, which confirmed the vrv one-way valve was tested prior to distribution. Functional testing of the returned device was performed at 0.5 l/min. The instructions for use provide an approximation for first time use of negative and positive pressures to open the umbrella relief valves at 0.5 l/min, blood flow are approximately -205 mmhg and 318 mmhg. Our results indicated the negative pressure umbrella opened at -167 mmhg and the positive pressure umbrella valve opened at 324 mmhg verifying the functionality for the valves for the returned device. The acceptable function of the umbrella valves also confirmed that the duck bill valve functioned as intended. The device appeared to operate as expected. The reason for return was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint is unconfirmed for leaking. There was no observed damage to the device and performance testing indicated that the device functions as intended. After evaluation it was determined there was no product failure that occurred during the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.